Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that in 2013, the patient had a warning power on reset (por) message. A manufacturer representative (rep) reset it and made sure it was working again. The patient was told that they could have one more por and then the implantable neurostimulator (ins) would have to be replaced. The patient reported that they keep stimulation on all the time with the same settings and it works. The patient reported that they were told that they needed to get the ins replaced because the ins was good for only 5 years. The patient though their ins would last for only 5-6 years. Longevity, elective replacement indicator (eri), and overdischarge was reviewed with the patient. It was reported that the patient never had an overdischarge. The patient was relieved to know and understand that they did not have to replace their ins. Relevant medical history includes other chronic/intract pain (trunk/limbs).